Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set did not flow. The set was primed and attached to a flexible bag containing the drug remicade. The nurse loaded the set into the pump and programmed a rate of 125 ml per hour and put in a volume to be infused (vtbi) of 250 mls. There was a downstream occlusion alarm and when the nurse attended to the alarm they noticed the bag remained full. This was identified during use. The patient drug was transferred to another pump and the infusion delivered as programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.